Event description:
I am a several month user of abbott lab's freestyle edge continuous glucose monitoring meter and sensors. A couple of months ago, I switched to the 14 day sensors instead of the 10 day. Today, it was time to remove the sensor from my upper arm and to attach a new one. It took 20 mins with alcohol on q-tips and alcohol wipes to pry the sensor off. Usually this takes 2-5 mins. The removed sensor's appearance shocked me. It looked grimy underneath and had blood in the very middle. I took photos. My arm is welted up and inflamed where it was removed and could be infected. I thoroughly cleaned the area and treated it with anti-bacterial ointment but I do not know how many days of the 14 it was affixed to know if this is too late and likely will seek medical attention as I am worried about infection that could cause sepsis, especially being diabetic with a suppressed immune system. I see many others who have posted photos of the wounds the new adhesive abbott switched to on the sensors have caused. They look just like mine. Like other users, while the adhesive on the old sensors occasionally did fall off, I would much prefer the minor inconvenience from that to the pain involved in pulling the sensors with new adhesive off, the wound it leaves and possible infection. I love this system but now am afraid to use their sensors. Shockingly, one user posted a reply abbott wrote him refusing to identify the ingredients or any possible allergies in the adhesive. They should be forced to disclose these and to revert back to their old adhesive. FDA safety report ID# (B)(4).